Manufacturer narrative:
Health professional: tracer metro direct wire guide (metii 35-480) and quantum inflation device (qid-1). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not hold pressure and a leak was observed from a hole on the proximal side of the balloon. The pre-loaded wire guide was not included in the return. It was also observed that a 3-way stopcock was returned attached on the inflation port. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A hole in the balloon material can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. The user advanced the device to the desired position and then inflated the balloon with water, when they found that the balloon was leaking. The user changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.